Manufacturer narrative:
Date of event: (B)(6) 2016 .

Event description:
The customer reported that the v60 ventilator has battery failure. The customer reported that there was no patient involvement.